Event description:
It was further reported that even though the stent was not fully expanded the stent was firmly attached to the vessel wall. There was no damage to the stent or the filter wire.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05380. It was reported that during an emergent carotid artery stenting treatment procedure a balloon rupture occurred. The lesion was located in the internal carotid artery. A 3-2 sterling balloon was used for predilatation. The physician used a filterwire ez and implanted a carotid wallstent. The f/g, sterling, mr, 3.5 x 20/135 (4f) balloon was used for post dilatation. The balloon was inflated to eight atmospheres and ruptured. Though the carotid wallstent was not fully attached to the vessel wall the procedure was completed due to this event. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).